Manufacturer narrative:
This report is submitted on july 23, 2019.

Event description:
As per the document returned with the device, the device was explanted on (B)(6) 2018 due to an infection and wound dehiscence.